Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.50 diopter implantable collamer lens was opened and not used. No patient contact. The reporter states " tail of lens is caught". If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).